Event description:
Clinical study. It was reported that after a carotid artery stenting procedure, the pt experienced a seizure. The lesion being treated was located in the right carotid artery. An unspecified carotid wallstent was implanted using a filterwire ez. Less than 24 hours after the procedure, the pt experienced multiple generalized tonic seizures and left-sided weakness. The symptoms resolved, however, an hour later, her weakness was again present and more remarkable. These were described as left upper gaze and left turn of the head followed by tonic shaking in both arms and legs with loss of consciousness. Her o2 stat dropped to 30% and a second dose of ativan was given. A CT scan showed effacement in the right hemisphere and the pt was diagnosed with a seizure with probable reperfusion injury. The pt was treated with medication and the pt was discharged. No add'l info is available at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.